Event description:
Company sales representative contacted haemonetics on (B)(6) 2009 to report that their orthopat machine experienced a blood spill during a demonstration. No donor or operator injury or reaction was noted.

Manufacturer narrative:
Company sales representative contacted haemonetics on (B)(4) 2009 to report that their orthopat machine experienced a blood spill during a demonstration. No donor or operator injury or reaction was noted. Evaluation of the returned device confirmed the reported blood spill. Issues caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).